Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device was ¿dead¿. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or electronic control unit failure due to usage wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was documented as (B)(6) 2012 in the initial report. The device manufacture date has been updated as (B)(6) 2010. If additional information should become available, a supplemental medwatch report will be submitted accordingly.